Event description:
Patient scheduled for total vaginal hysterectomy,cystocele repair, pubovaginal sling and cysto. While doing the pubovaginal sling, the surgeon was using a boston scientific precision speedtac transvaginal anchor system and the anchor would not fixate. The circulator opened another boston scientific speedtac transvaginal anchor system and this one worked without any problems.====================== manufacturer response for transvaginal anchor system, precision speedtac (per site reporter)======================sales rep notified. Materials management will mange return to vendor.